Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no hearing performance with the device. No trauma or accident has been reported. The recipient will be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient no longer has hearing benefit with the device. There is no trauma or accident reported. The recipient will be re-implanted but no date has been made available yet. Additional information has been requested from the field, but none has been received.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode under silicone overmold likely caused by repeated external mechanical impacts on the device. In addition further wire fractures 4cm after the silicone overmold caused by minute device mobility are present. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has hearing benefit with the device. There is no trauma or accident reported. The recipient was re-implanted.